Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for analysis. The serial number was not provided, a review of the serial numbers history could not be performed. Clinical investigation: there is a temporal relationship between the patient¿s vomiting and peritonitis with subsequent hospitalization and pd therapy on the liberty select cycler with cycler set. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak reported for this event. Based on available information a cause cannot be established for the peritonitis.:

Event description:
During routine follow-up for a separate issue, a peritoneal dialysis (pd) program manager reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis (signs/symptoms unknown). The patient was hospitalized (B)(6) 2018 for vomiting and peritonitis. The patient was treated/prescribed with vancomycin and gentamicin (dose, strength, frequency and duration unknown) via peripherally inserted central catheter (PICC) line. No pd effluent culture results were provided. The patient was discharged to a rehabilitation facility (unknown date) and transitioned to temporary hemodialysis treatment on (B)(6) 2018. The patient was subsequently discharged from the rehab facility and returned home to resume pd therapy.